Event description:
Original date of surgery, (B)(6)2010 rcr. Patient presented 8-10 days post op with purulent drainage, pus, tenderness, swelling, redness, diagnosis of ssi by surgeon. Incision and drainage done on (B)(6)2010; culture is negative. A cannula was used in this case. Patient is not a smoker; no allergies/asthma, no diabetes, no drug/alcohol factors.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and preexisting medical conditions as well as result of cultures taken/type of organism(s) identified were requested and provided( culture was negative). Based on the information provided, a definitive cause for the post-operative infection/ reaction could not be determined. The most likely cause for this type of event has not been determined but patient non-compliance with post-op wound care directions could possibly be a factor. This is the second complaint of this type for this part/lot combination from the same hospital and on the same day. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.